Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Alizea dr 1600 (s/n: (B)(6)) was sold and labeled as sterile. It was manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 14-march-2025, use before date: 14-september-2027, sterilization date: 15-april-2025, sterilization lot: (B)(4). The device history report of screwvine 52 sep (s/n: (B)(6)) could not be retrieved. The lead was implanted on (B)(6) 2018 and was manufactured on 6 june 2017. The device history report of screwvine 58 sep (s/n: biv92276) could not be retrieved. The lead had been implanted on (B)(6) 2018 and was manufactured on 10 july 2017. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on 2025-12-12, we received the information that on (B)(6) 2025, the pacing system is scheduled to be removed due to an infection.

Event description:
Reportedly, on (B)(6) 2025, we received the information that on (B)(6) 2025, the pacing system is scheduled to be removed due to an infection.